Manufacturer narrative:
Additional information was received that the reported issue does not affect the units ability to function. The issue would not result in loss of auxiliary oxygen. There was no reportable malfunction.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in loss of auxiliary oxygen. There was no patient involvement.